Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the physician stating that he believed the relationship between the clot and the non boston scientific coils was highly probable.

Event description:
Six hours following the stent assisted embolization of a carotid opthalmic artery aneurysm the patient suffered a transient ischemic attack (tia). It ws reported that the cause of the tia was a clot but the location of the clot was not disclosed. The patient suffered from paralysis of the right hand that resolved three days after the tia. It was reported that the only action taken was prolonged hospitalization. The patient was subsequently discharged home with no neurological deficit. The physician did ot allege any malfunction of the stent had caused or contributed to the tia.